Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. After crossing the lesion with a guidewire, a 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and a pinhole was noted. The device was replaced with a 8.0mm x 60mm sterling balloon catheter followed by placement of a non-boston scientific stent. No patient complications were reported and the patient condition was in good condition after the procedure.